Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-feb-03 reported patient having agitation and hallucinations, during episodes the patient had stiffness, but no rebound spasticity. Spasticity well controlled in between episodes. It was noted patient was admitted for evaluation and surgery ruled out, found to have urinary tract infection (uti) and was treated with antibiotics. When asked when patient first stated experiencing the tube break/pump malfunction, what actions and interventions were taken to resolve the tube break/pump malfunction, the cause of the tube break/pump malfunction, and if the issue was resolved it was noted they were all answered with not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that it was believed the pump was malfunctioning and "the tube broke again." It was clarified that the catheter was being referred to as the tube. It was reported that this was first noticed "about a month ago maybe less, but it's been really bad the last two weeks." It was stated the patient had gone to the hospital because they can't stop throwing up. The healthcare provider at the hospital was attempting to get a hold of the patient's managing healthcare provider. It was stated the patient was supposed to see their managing healthcare provider the day prior but something happen so they would see the healthcare provider on (B)(6) 2017 but "she's been acting strange." It was stated the current drug in the pump was "liquid baclofen, starts with an l," but weren't sure what it was called.

Event description:
Additional information received on 2017-feb-14 from a healthcare professional reported the hallucinations are auditory hallucinations and there was no issues with device or therapy. No further information was provided.